Manufacturer narrative:
H.6. Investigation: one (1) sample was returned for investigation. The sample was connected to a syringe filled with water and the water was expelled through the syringe during which it was noted that water leaked from the needle / hub connection. The safety shield was then removed and the needle hub assembly was examined using 10x magnification. It was observed that there was insufficient epoxy on the needle as epoxy was only present on one (1) side of the needle. This allowed a gap between the needle and needle hub which leaked during use. Possible root cause, a machine malfunction caused insufficient epoxy to be applied to the needle hub / cannula assembly which resulted in epoxy being applied to only one (1) side of the needle. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd safetyglide¿ needle leaked while preparing medication during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "leaking of needle. Occurred during medication preparation in pharmacy."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle leaked while preparing medication during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "leaking of needle. Occurred during medication preparation in pharmacy."